Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 343 mg/dl. They took 8 units of insulin as normal and began to eat dinner. Pt began to twitch and couldn't hold a fork. Pt became incoherent for a short time and 911 was called. Medics arrived and tested pt's glucose at 64 mg/dl on their equipment. Pt was treated with a glucose IV enroute to the hospital. Upon arrival to the hospital pt's glucose was 56 mg/dl. Pt was then given orange juice and crackers and performed a urine test. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.